Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiparous. Concurrent conditions included perineal pain. Concomitant products included salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("other injuries ¿ ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral)./tubal ligation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the cystitis, vaginal infection, urinary tract disorder, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Discrepancy noted: essure confirmation test was performed now plaintiff claims "did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - result not provided.. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain, dyspareunia lot number:626222, manufacture date:2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical problem we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no intervening essure device noted') and pelvic pain ('chronic pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiparous. Previously administered products included for birth control: depo-provera. Concurrent conditions included perineal pain, cervical intraepithelial neoplasia ii, hyperplasia and peritoneal adhesions. Concomitant products included salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 6 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("other injuries ¿ ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral)./tubal ligation/dignostic laproscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, vaginal infection, urinary tract disorder, dyspareunia and ovarian cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Discrepancy noted: essure confirmation test was performed now plaintiff claims "did not undergone essure confirmation test. Discrepancy noted for essure insertion date - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - result not provided.. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain, dyspareunia lot number:626222 manufacture date:2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received, event added: no intervening essure device noted. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no intervening essure device noted') and pelvic pain ('chronic pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, multiparous, vaginitis, vaginal discharge, headache, gerd, anemia, overweight, hepatomegaly and retroverted uterus. Previously administered products included for birth control: depo-provera. Concurrent conditions included perineal pain, cervical intraepithelial neoplasia ii, endocervical hyperplasia, peritoneal adhesions and gonorrhea. Concomitant products included naproxen sodium (aleve) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 6 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("other injuries ¿ ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral)./tubal ligation/dignostic laproscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, vaginal infection, urinary tract disorder, dyspareunia and ovarian cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Discrepancy noted: essure confirmation test was performed now plaintiff claims "did not undergone essure confirmation test. Discrepancy noted for essure insertion date - 11mar2008 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: a surgical clip in the left adnexa and likely a retained tubal ligation device outside the left side of the uterus unchanged since 2009 pelvic radiographs and without associated inflammatory changes.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - result not provided.. Ultrasound pelvis - on 04-dec-2018: essure in place. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain, dyspareunia lot number: 626222 manufacturing date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 24-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiparous. Previously administered products included for birth control: depo-provera. Concurrent conditions included perineal pain. Concomitant products included salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 6 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("other injuries ¿ ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("chronic dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral)./tubal ligation/dignostic laproscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding and intermenstrual bleeding had resolved and the cystitis, vaginal infection, urinary tract disorder, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Discrepancy noted: essure confirmation test was performed now plaintiff claims "did not undergone essure confirmation test. Discrepancy noted for essure insertion date - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - result not provided.. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain, dyspareunia lot number:626222 manufacture date:2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Pif received: reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (ess205) (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiparous. Concurrent conditions included perineal pain. Concomitant products included salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("other injuries ¿ ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral)./tubal ligation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the cystitis, vaginal infection, urinary tract disorder, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Discrepancy noted: essure confirmation test was performed now plaintiff claims "did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) - result not provided. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received: lot number was added. Reporter information, medical history and concomitant drug was added. New event "dyspareunia (painful sexual intercourse) and other injuries ¿ ovarian cyst" was added. Severity of event abdominal pain was updated as "severe". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the cystitis, vaginal infection and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for events chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: reporter and details and patient demographics and laboratory data were added. On (B)(6) 2019, she explanted essure. Injury events was updated to chronic, dysmenorrhea, pelvic pain / abdominal pain, menorrhagia, metrorrhagia, general abnormal bleed, bladder infection, vaginal infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.